Event description:
This device has been explanted and returned for analsysis.

Manufacturer narrative:
When analysis is complete, this report will be updated.

Event description:
Boston scientific crm received information that this device had triggered the elective replacement indicator (eri) with a monitoring battery voltage of 2.52 v and charge time measurements of 19.2 seconds. No adverse patient effects have been observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
At this time, no additional information is available and records indicate that this device remains in service. If additional information becomes available, this report will be updated.

Event description:
Analysis of this device is now complete.